Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported the asymptomatic patient presented for an atrial lead implantation on (B)(6). On (B)(6) at a post operation check, it was noted that the atrial lead¿s threshold had increased and that it was capturing the ventricle rather than the atrium. A subsequent chest x-ray confirmed that the atrial lead had dislodged. On (B)(6) the atrial lead was explanted and replaced. The patient was stable during and after both procedures. The patient will continue to be monitored.